Manufacturer narrative:
No medwatch form was received.

Event description:
During a follow-up, sensing anomaly was observed. The decision was made to do a lead revision. During the procedure, it was the decided to replace the lead due to a helix anomaly.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.